Event description:
It was reported that the patient underwent a posterior cervical/thoracic surgical procedure at c2-t6 to treat adult sagittal and coronal deformities. Sometime post-op it was found that the rods slipped out of the domino connector bilaterally. The patient reported having pain due to instability. The patient underwent a revision surgery in which the proximal rods, connectors and set screws were removed and replaced with new hardware. The patient also underwent an anterior cervical discectomy from c5-t1. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.